Event description:
It was reported the patient stopped charging the ipg. Later, the patient's ipg turned inoperable, and patient lost stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2023 wherein the ipg was explanted and replaced, addressing the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.